Event description:
During baxter's eval of this device for an un-related complaint, it was discovered that the device displays a constant "load slide clamp" message. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was evaluated by baxter. Eval found a constant load clamp message, caused by a failed upper auxiliary link switch. The failed upper auxiliary assembly was replaced.